Manufacturer narrative:
(B)(4) date sent 11/12/2024 d4 batch # unk. Photo summary this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show some packaging with the product code gst60w, lot # 383a73. The tyvek on the images show the exp date cut off possibly hiding the fact that the reload have passed their expiration date. The lot 383a73 number was reviewed, and it belongs to a gst60w reload and the expiration date recorded on the quality tracking system 2024-06-30. Based on the photos reviewed, the suspect tampering and packaging labeling damaged is confirmed. A manufacturing record evaluation was performed for the finished device lot number 378a55, and no non-conformances were identified. Additional information was requested, and the following was obtained: confirm if the vendor is authorized by jnj suspicious seller = unauthorized seller how was the product purchased? Test purchase performed by gbp vendor is there an indication of how the product was distributed? No is there any indication of the source? No based on the packaging, is there any indication of which market the original genuine product may have come from? No was the device used on a patient? If so, was there any patient consequence? No

Event description:
Echelon flex endopath gst 60w (white) lot number: 378a55 tampered product, expiry date removed product expiry date: 30/06/2024.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.